Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery and a hole in one cylinder was identified. The cylinders were removed and replaced. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. Initial reporter phone: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery and a hole in one cylinder was identified. The cylinders were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. E1: initial reporter phone: +(B)(6). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had a large tear in the outer tube and broken fabric threads in the proximal cylinder bodies. The first cylinder had a hole in the inner tube that is consistent with explant damage. The rear tip of the first cylinder was broken off and was not returned for analysis. The second cylinder exhibited a leak with broken fabric thread that was the result of wear in the proximal cylinder body. Based on the information available and analysis results, the leak identified in the second cylinder could have caused or contributed to the reported clinical observation of hole in cylinder.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. E1: initial reporter phone: (B)(6). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had a large tear in the outer tube and broken fabric threads in the proximal cylinder bodies. The first cylinder had a hole in the inner tube that is consistent with explant damage. The rear tip of the first cylinder was broken off and was not returned for analysis. The second cylinder exhibited a leak with broken fabric thread that was the result of wear in the proximal cylinder body. Based on the information available and analysis results, the leak identified in the second cylinder could have caused or contributed to the reported clinical observation of hole in cylinder.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery and a hole in one cylinder was identified. The cylinders were removed and replaced. There were no patient complications.